Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the complaint device is not being returned, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 12/03/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number (B)(6). UDI: (B)(4).

Event description:
It was reported by affiliate via service request that the 4580 fms duo+ pump/shaver combo -ns. Needs to be sent for repair. No further information was provided. The device is available to be returned for evaluation. Additional information received reporting the device causes a short circuit when you start it, despite the change of a new fuse and it has tripped part of the block room. It was also reported that a request for intervention for expertise, with a loan request because the activity of the block goes up a lot.